Event description:
Clinical trial investigation number: (B)(6). Revision of delta xtend shoulder due to tendency to dislocate. Product number 3 revised only.

Manufacturer narrative:
The DHR analysis of the batch 2396331 (product code 130738003) shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No further analysis was possible because the product was not returned. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).